Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a possible defective downstream occlusion (dso) sensor was found to be the cause of the problem. The customer's problem was replicated. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to an error occurring when loading a cassette. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.